Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6) was returned for analysis and found the seam separation at the donut end was splitting open. There were also no issues with the recharger (97755-s) finding the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) reported they saw rm03 three times when trying to charge the implant today. Caller stated they tried resetting the controller and that did not resolve the issue and still saw the message. Caller confirmed there is no visible damage to the recharger. Caller was able to start recharging with excellent quality controller 90%, implant 90% recharging excellent. Agent asked - pt stated that the paddle gets warmer than usual but nothing too hot to handle. The issue was not resolved. An email was sent to the repair department to replace the recharger.